Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had "no insulin delivery alarms". Additionally, it was reported that the pump battery gauge was fluctuating. Customer declined to provide any additional information. There was no reported adverse impact.